Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a missing end cap sticker, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 500 mg/dl. The customer was treated with a manual injection. The parent did not recall any significant event leading to the alarm. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.